Manufacturer narrative:
The device was returned for evaluation. During examination, the reported issue was confirmed: the forceps port came out. During visual examination, the following additional issues were found: the control unit was sticky due to water leakage and the up/down plate was sticky. Functional testing showed the bending angle in the down direction did not meet with directions; this was caused by an elongated angle wire. In addition, the illumination did not meet with specifications due to breakage of a light guide bundle. Finally, the device could not relay an image to monitor; this occurred due to damage to the charge coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant caution statements to preventing damage to the bending section area: "do not allow the insertion tube to bend in a radius of 10 cm or less at the junction of the boot. Insertion tube damage can occur. Do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface at the distal end is particularly fragile, and visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." The returned device had damage causing the forceps port to come out. The root cause of the physical stress could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the oes cysto-nephro fiberscope was being reprocessed prior to use for a diagnostic procedure and the forceps opener came off. The procedure was completed with similar device. No adverse effects to patient were reported.